Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot # f1325601) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery. A pre-procedure femoral angiogram showed the vessel size to be 6 mm. Following the procedure, the technician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The balloon tested "fine" during prep. It was reported that while the technician was pulling back, the balloon lost pressure. The device was removed and the pt was converted to 30 minutes of manual compression at which time hemostasis was achieved.